Event description:
An ophthalmic surgeon reported that during vitreoretinal surgery, bubbles came from the probe port. There was no harm to the pt.

Manufacturer narrative:
No sample was returned for eval; therefore, the condition of the product could not be verified. The device history records for the component lot was reviewed and no anomalies were detected. The associated lot was released based on the MFR¿s acceptance criteria. The root cause could not be determined. (B)(4).